Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device check. Upon interrogation, a few episodes of nsrvo was noted due to competitive atrial pacing. The device was reprogrammed. The patient was stable.